Event description:
In 2016 I was implanted with the depuy attune total knee replacement. The knee never completely right, with pain and swelling continuing for over 6 years. On (B)(6) this year, my surgeon operated and found that the implant was loose and had to do a total knee revision to change it out. FDA safety report ID# (B)(4).